Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that impedance measurements were taken and there were two electrodes out of range. They were going to replace the implantable neurostimulator (ins) but the physician did not want to change the lead on the day of the report and would revise another time. The rep wanted to verify product for conversion (product adapter/plug). The rep was rushed in the middle of procedure. Additional information received from the rep reported the cause of the high impedance remains unknown and the battery worked effectively but the lead was scheduled to be replaced. Other relevant medical history includes complex reg pain syndrome type I. If additional information is received, a follow-up report will be sent.